Event description:
Bio-tenodesis screw stripped when md tried to secure in bicepts. Screw was removed intact and placed in box. Follow up determined surgeon opened a new screw to complete. No delay reported in surgery and case was completed successfully. No adverse consequences have been reported with the patient as a result of this event.